Event description:
It was reported that the insulin pump was alarming with a recurrent motor error. The insulin pump was not exposed to any strong magnetic fields. Customer's blood glucose was not known. Customer was advised the device would be replaced but will not be returning the product for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.